Event description:
The customer reported that after a few boluses, there is some pain. Her blood glucose rises above 250 mg/dl and she observes some blood and kinking in the cannula when she removes the device.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine whether it could have contributed to the reported pain and hyperglycemia. The customer also reported observed blood in the cannula. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "at least once the site and the soft cannula." Qualification records were reviewed and the product lot met all acceptance criteria.